Manufacturer narrative:
Philips service replaced the 24vdc power supply and performed calibration. Follow-up was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system software failed to load on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.